Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set with 3 way stopcock in which "the nurse has tried to connect the sets to a patient, the tubes were separated from the luer lock." The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.